Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus on (B)(6) 2021. During the procedure, it was noted that the balloon burst in the stricture of the esophagus while inflating to its designated pressure. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.